Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Once installed and while testing its operation, the piece began to lose acceptance from the part shown in the photos on (B)(6) 2025, a total hip arthroplasty was performed, apparently without incident. After surgery, 15 days later, the suture opened and began to drain serous content. The post-surgery x-ray showed a pin that appeared to have passed through the acetabular orifice, something that was only seen with the patient open after analysis. On (B)(6) 2025, the patient was taken to the or for cleaning and replacement of the polyethylene and femoral head, but it turned out that the acetabulum was detached and the screw had passed through the orifice without any apparent significant wear. X-ray attached to check that the screw was beyond the acetabulum. Actions taken: movement of a rimfit acetabulum and cementation of the acetabulum and replacement of the femoral head with a rotation kit head. It was needed to use material from another client's warehouse 20km away, 1 hour with the patient exposed.

Manufacturer narrative:
Reported event: an event regarding screw migration involving an unknown screw was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: visual inspection: no conclusive decision can be made from the provided photo as the two screws are seated in the shell. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated: 'I can confirm that the patient had a total hip arthroplasty since I was able to see the x-ray with it in place. I can also confirm that an acetabular screw passed through the acetabular cup into the bony pelvis and was left in place.' 'The root cause of this event cannot be determined with certainty. However, in my opinion, it is most likely that the event was iatrogenic, pushing the acetabular screw through the fixation hole in the cup. The possibility of a mismatch between the specifications of the screw and the specifications of the screw hole could yield a discrepancy, but I would doubt that. I would not attribute any causality to the patient or the implant itself.' -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that 'once installed and while testing its operation, the piece began to lose acceptance from the part shown in the photos on (B)(6) 2025, a total hip arthroplasty was performed, apparently without incident. After surgery, 15 days later, the suture opened and began to drain serous content. The post-surgery x-ray showed a pin that appeared to have passed through the acetabular orifice, something that was only seen with the patient. On (B)(6) 2025, the patient was taken to the or for cleaning and replacement of the polyethylene and femoral head, but it turned out that the acetabulum was detached and the screw had passed through the orifice without any apparent significant wear. X-ray attached to check that the screw was beyond the acetabulum. Actions taken: movement of a rimfit acetabulum in the emergency department and cementation of the acetabulum and replacement of the femoral head with a rotation kit head. It was needed to use material from another client's warehouse 20km away, 1 hour with the patient exposed.' A review of medical records with a clinical consultant indicated: 'I can confirm that the patient had a total hip arthroplasty since I was able to see the x-ray with it in place. I can also confirm that an acetabular screw passed through the acetabular cup into the bony pelvis and was left in place.' 'The root cause of this event cannot be determined with certainty. However, in my opinion, it is most likely that the event was iatrogenic, pushing the acetabular screw through the fixation hole in the cup. The possibility of a mismatch between the specifications of the screw and the specifications of the screw hole could yield a discrepancy, but I would doubt that. I would not attribute any causality to the patient or the implant itself.' No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.